Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the insulin gauge was intermittently inaccurate. Customer's blood glucose ranged from 72-181 mg/dl. Reportedly, customer continued using pump for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information.